Event description:
It was reported the pt had developed a seroma and was not getting relief from the intrathecal drug delivery pump. Add'l info rec'd indicated, the pt experienced withdrawal (symptoms unspecified) and fluid buildup around the pump. X-rays and an MRI scan were performed. The pt was scheduled for a revision in 2008. The pt was treated with oral baclofen for the symptoms. Following the revision procedure it was noted the old pump connector would not hold flush to the pump. The connector came off and a new connector was installed. The pt was stable and was to be released soon.